Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneous depressed enzymatic creatinine_2 (ecre_2) patient sample result obtained on an atellica ch 930 instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data and sample ID 12087346 was identified with a result of <9 umol/l and flagged with a "foam error". The sample was visually inspected and bubbles were present. The probable cause for the discordant result is sample quality. There is no evidence of a potential product issue. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported an erroneous depressed enzymatic creatinine_2 (ecre_2) patient sample result obtained on an atellica ch 930 instrument. The erroneous result was not reported to the physician. The sample was reprocessed on the initial atellica ch 930 instrument. The reprocessed higher result obtained was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneous depressed enzymatic creatinine_2 (ecre_2) result.